Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's grandparent reported via phone call that their infusion set was not adhering. Customer's blood glucose at the time of the incident was 400 mg/dl. The customer had ketones and had a snack. Customer declined troubleshooting for high blood glucose and thinks that it was due to infusion set not sticking. The customer was referred to check the booklet for tape tips and site management. The infusion set was not returned.